Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: 1st fu on what tissue type was the device used? At what location on the tissue? Never used on tissue. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unsure. Is there any other additional information you would like to share about this device or procedure? The device was loaded w/white reload. Then the device was closed so it would pass through the 10mm trocar. Once in the abdomen it would not open.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure they placed a reload in the device and it would not open once place down the trocar to grasp the tissue. The device was left in materials in a biohazard bag with a note and little information. There was no patient consequences reported.